Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit failed vibrate check on self test due to broken red wire on vibrator motor. Unit received with cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A caller reported via phone call indicating that the customer had experienced high blood glucose of 11.0 mmol/l. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting and found no leaks, or bent cannulas. The customer's bolus history displays all entries based on recollection. The caller stated that the insulin pump had a vibrate anomaly. The customer sent the insulin pump back for analysis.